Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented to the hospital for a normal follow up. Externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead remains implanted and will be monitored.